Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent sling procedure on an unknown date. Following the procedure, the patient experienced lower back pain, hip stiffness, groin pain, painful sexual intercourse of many years, numbness in toes. The patient reported that the mesh was removed and when device was removed, it was found that the device was too close to vaginal epithelium, it was the cause of pain. No additional information was available.